Manufacturer narrative:
CAPA 2023-006. The device was returned, the investigation has been completed and the results are as follows: DHR results: the DHR was reviewed for lot# 6094445 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: a review of stock product was performed for inclusive tapered implant lot# 6094445 and found no additional product in stock to review. Investigation methods/results: the device was returned but not in original package. The implant was verified to be a inclusive tapered implant 4.2 x 13 mml (70-1070-imp0029) using radiographic template (pk-209-062515). There was no defect or non-conformity observed and the threads were intact. Bone debris was observed in the threading of the implant. The complaint is verified based on the returned part(s) but cannot confirm the failure mode. There was no evidence found that indicated that the reported issue was caused by the device itself. Root cause: "lack of primary stability" is a common complaint in regard to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for lack of primary stability is inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality; either the bone was too soft, or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. IFU-3023579 rev 3.0 (inclusive dental implant system) contains the following statement in the contraindications section: "inclusive dental implants should not be placed in patients discovered to be medically unfit for the intended treatment. Prior to clinical intervention, prospective patients must be thoroughly evaluated for all known risk factors and conditions related to oral surgical procedures and subsequent healing. Contraindications include but are not limited to: vascular conditions, uncontrolled diabetes, clotting disorders, anticoagulant therapy, metabolic bone disease, chemotherapy or radiation therapy, chronic periodontal inflammation, insufficient soft tissue coverage, metabolic or systemic disorders associated with wound and/or bone healing, use of pharmaceuticals that inhibit or alter natural bone remodeling, any disorders which inhibit a patient's ability to maintain adequate daily oral hygiene, uncontrolled parafunctional habits, insufficient height and/or width of bone, and insufficient interarch space." IFU-3023579 rev 3.0 (inclusive dental implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." IFU-3023579 rev 3.0 (inclusive dental implant system) contains the following statement in warning section: "the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin." IFU-3023579 rev 3.0 (inclusive dental implant system) contains the following statement in precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to."

Manufacturer narrative:
Corrected data: a2, b5, e3, g4, h1, h6. Additional data: b7. CAPA 23-006. Manufacturer reference: (B)(4).

Event description:
Information was received that the inclusive tapered implant failed. The bone grade is noted as grade iii and oral hygiene is fair. The patient presented on (B)(6) 2022 for implant placement on tooth #5. The patient returned on (B)(6) 2022, before the second stage surgery, with complaints of pain. Upon examination, the provider noted an infection and deemed the device had failed to osseointegrate. It was at that time the device was removed. The patient's symptoms resolved following implant removal no additional information has been provided.

Manufacturer narrative:
The device has been returned. Once the investigation is complete a supplemental report will be submitted. This is the second of four implant complaints for the same patient. See manufacturer report for the remaining complaint : 3011649314-2023-00042 3011649314-2023-00044 3011649314-2023-00045.

Event description:
It was reported that the inclusive tapered implant failed. The bone grade is noted as grade ii and oral hygiene is good. The patient has no medical. However, dental history is noted as edentulous dentation prior to implant and a history of smoking. The patient presented on (B)(6) 2022 for implant placement on tooth #5, where the provider encountered "a lot of bleeding",but is fine now. The patient returned on (B)(6) 2023 with complaints of pain. Upon exam the provider notes swelling and a pus pocket. The device was easily removed with tweezers was at that time the device was removed but not replaced.

Manufacturer narrative:
Additional information: e1. Corrected information: d4, g4, h4, CAPA 23-006. Manufacturer reference: (B)(4).